Event description:
Peripherally inserted central catheter (PICC) placement attempted at bedside under ultrasound and ECG guidance but rn unable to thread catheter. Second device was obtained and successfully inserted. Catheter tip was verified with 3cg in good position. Subsequent CT and chest x-ray showed and approximate 3cm fragment of the guidewire broke off and was retained.